Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Add'l info was requested on 09/03/2009, 09/09/2009, and 09/28/2009 by phone, fax, and mail. A completed questionnaire was rec'd on 09/28/2009. (B) (4). (B) (4). (B) (4).

Event description:
Nine years following an intraocular lens (iol) implant surgery, a surgeon reported a pt was having decreased visual acuity due to an opacified iol. In a follow up, the surgeon reported the event continued.